Event description:
The patient has two leads from the same lot; one is peripheral (off-label) and the other is epidural. It was reported the patient felt a quick shocking sensation followed by pain around her leads, and her leads feel "puffy" under the skin. It was reported the patient is thin and had lost weight. Diagnostic testing revealed no lead anomalies. The patient reported her stimulation has been off for 2 months since her pain has improved. The patient is considering the option of having her system explanted, and she has a consult visit with her physician at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.